Event description:
It was reported that the ilet user experienced persistent hyperglycemia, despite insulin delivery and moisture noted at the site. Troubleshooting indicated the infusion set may have been deployed incorrectly or the connector not attached correctly, and a bent teflon cannula was observed after removal, implicating the infusion set component. Symptoms included hyperglycemia peaking at 367 mg/dl, irritability, dry mouth, nausea, and thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, review and analysis of user-provided information, and education on site rotation and proper insertion technique. Investigation of this case revealed no device malfunction, and a usage problem was identified consistent with improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.